Event description:
It was reported that the user experienced severe lows and highs while using the ilet system, including during walks when the user sometimes forgot to pause the ilet or confirm lows with a glucometer; education was provided on pausing the device for exercise, verifying lows with a meter, and recognizing compression-related nighttime lows, and the event was categorized under infusion set and cartridge management without disconnecting for exercise. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious injury/illness/impairment and unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding a specific device problem or component, and insufficient information overall. It was concluded, based on previously established findings for similar reports, that the cause was not established.